Manufacturer narrative:
Device received with critical pump error due to moisture damage on the electronic assembly. Unable to verify failed battery alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump kept getting failed battery alarm and they tried already 7 new batteries but the insulin pump still kept on alarming. The customer's blood glucose level was 107 mg/dl at the time of the incident. The insulin pump was cracked on the backside of the battery compartment, a quarter from the bottom, going up to the top. The customer stated that the reservoir lip ring was not damaged. The insulin pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.